Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -12.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed due to pigment dispersion vault on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown. Reportedly, lens was removed "to prevent the adverse effects caused by long-term existence in the future."